Event description:
It was reported that during a da vinci-assisted surgical procedure, surgeon encountered a strange behavior with arm 2. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and confirmed the error 31046 pointing to surgeon side console (ssc) ergo drive board error on the dual motor driver (dmd) 2 board. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using the robot-assisted system in its initial configuration. The issue persisted during the procedure, although it caused only a very minor inconvenience and did not interfere with the surgeon's work. However, the audio communication between the surgeon console and the column/tower was not functioning, and the surgeon was unable to adjust or position the console according to their preferred settings. Arm 2 exhibited a slight unintended movement without any command being initiated by the operator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the dual motor driver (dmd) 2 board. As of the date of this report, the dmd board has not yet been received by isi for evaluation.